Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) missed an alarm. The patient was then placed on life support.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) missed an alarm. The patient was then placed on life support. They stated this appeared to be caused by human error, and not the fault of our equipment, that the alarms may have been changed or missed. The customer requested to have the device logs analyzed to confirm the cause. The time of the event was approximately 1:25am 06/30/2021. Investigation summary: the device logs were sent in for analysis. Printouts of ECG data were not provided. As the customer was unable to provide the required information for proper log analysis, a root cause of the reported missed alarm cannot be determined. The customer reported that the alarm settings were changed. Alarm triggers are set in the alarm settings and can be configured by the user. Inappropriate changes to these settings would be a result of use error. A serial number review of the reported device reveals a previous related complaint regarding a missed alarm in ticket 101603. An irc was opened for this issue, but findings were inconclusive because the required information had not been provided by the customer. The root cause for the event in question is likely related to use error - settings. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 07/06/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 07/13/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 07/21/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following device was used in conjunction with the cns: telemetry transmitter: model: zm-530pa sn: (B)(4).

Manufacturer narrative:
The biomedical engineer (bme) reported that there was a missed alarm on the central nurse's station (cns) that caused patient injury. The patient is now on life support. They stated that this appeared to be caused by human error, and not the fault of our equipment and that the alarms may have been changed / missed. Time of event - approx. 1:25am (B)(6) 2021. They requested that we look at the logs to verify the following: if any alarms were changed from 6:45pm (B)(6) 2021 thru 1:25am (B)(6) 2021. If possible, see if an alarm was missed possibly due to human error. Verify that the event was not caused by our telemetry / cns devices. He is requesting that we investigate the logs to validate that it was a human error and not an issue with the nk device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #:3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter: model: zm-530pa. Sn:(B)(4).

Event description:
The biomedical engineer (bme) reported that there was a missed alarm on the central nurse's station (cns) that caused patient injury. The patient is now on life support. They stated that this appeared to be caused by human error, and not the fault of our equipment and that the alarms may have been changed / missed. Time of event - approx. 1:25am (B)(6) 2021. They requested that we look at the logs to verify the following: if any alarms were changed from 6:45pm (B)(6) 2021 thru 1:25am (B)(6) 2021. If possible, see if an alarm was missed possibly due to human error. Verify that the event was not caused by our telemetry / cns devices. He is requesting that we investigate the logs to validate that it was a human error and not an issue with the nk device.